Event description:
Boston scientific received information that no issues were noted during the implant of this pacing system. One day post implant, the patient complained of chest pain. An x-ray was unremarkable for any system issues following implantation. However, an echocardiogram revealed a mild pericardial effusion. No intervention was required as all lead diagnostics were within normal limits.

Manufacturer narrative:
-----

Manufacturer narrative:
The system remains implanted an no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that no issues were noted during the implant of this pacing system. A post operative x-ray was unremarkable for any system issues. However, an echocardiogram revealed a mild pericardial effusion. One day post implant the associated right ventricular (rv) dextrus lead was exhibiting elevated threshold measurements and poor sensing measurements due to microdislodgement. A lead revision was performed and the rv lead was repositioned. In addition, the right atrial (ra) dextrus lead was repositioned as the patient was experiencing chest pain during pacing. The physician suspected perforation prior to the revision procedure, but bad lead placement was deemed to be issue. No adverse patient effects were reported.